Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: not mentioned if essure confirmation test was conducted. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (essure removal through laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 17-apr-2018: pfs (name and birth date) and medical records provided. Essure removed on (B)(6) 2015 under anesthesia through da vinci total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions and enterolysis. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. Cs1740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain /lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery ((bilateral salpingectomy-da vinci total laparascopic hysterectomy and total hysterectomy (uterus and). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date 08-oct-2011.(per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received : new events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) and lower abdominal pain. Added patient demography , added lab data and lot number, updated product information (stop date), added treatment drugs (tylenol and ibuprofen). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. Cs1740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain /lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery ((bilateral salpingectomy-da vinci total laparoscopic hysterectomy and total hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date (B)(6) 2011 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-nov-2018: plaintiff fact sheet received. Outcome of events updated to recovered/resolved. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. Cs1740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain /lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery ((bilateral salpingectomy-da vinci total laparoscopic hysterectomy and total hysterectomy (uterus and). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2011. (Per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 14-sep-2018: update of information (batch is not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.